Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle retracted slowly/was difficult to retract after starting the IV. This occurred with 5 catheters during use. The following information was provided by the initial reporter: "cust reports at least 5 ea of this catheter does not retract back easily after starting a patients IV. This occured during patient use but no one was injured."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle retracted slowly/was difficult to retract after starting the IV. This occurred with 5 catheters during use. The following information was provided by the initial reporter: "cust reports at least 5 ea of this catheter does not retract back easily after starting a patients IV. This occured during patient use but no one was injured."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.